Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0h9n5, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
It was reported the patient was implanted with a new device the day prior to report and it was not working. It was stated the patient could not feel it and they had not urinated but they urinated a little blood. It was noted the patient was not told how to manage their device. Reportedly, the patient was only getting the poor communication screen both with and without the antenna attached. It was stated the patient did not have bandages on at the time of report. No further information was reported. Further follow up is being conducted to obtain additional information. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.